Event description:
Related manufacturing reference: 2182269-2018-00029, 3008452825-2018-00043. During a redo atrial fibrillation ablation procedure in the left atrium, a pericardial effusion occurred. Access to the left atrium was obtained via a brk needle. Voltage and geometry mapping of the left atrium was collected with the mapping catheter. While editing the model geometry, a shift in the catheters was noted in relation to the model. The user chose to remain on system reference and re-align the geometry and continue with the contact force catheter for ablation. The geometry and catheters aligned with the fluoroscopy and ablation started. After approximately one hour, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion for which a pericardial drain was placed. At the conclusion of the case, another echocardiogram was performed which confirmed the patient was stable and the bleeding had slowed. The remainder of the procedure was abandoned. Only the left side veins had been isolated and the right pulmonary veins were yet to be investigated.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.